Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d234trk implantable cardioverter defibrillator (B)(6) 2010; 407652 implantable pacing lead (B)(6) 2010; 4296 implantable pacing lead (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2010, capped (B)(6) 2011. (B)(4).

Event description:
It was reported that the device may have reached the recommended replacement time early. The right atrial (ra) lead dislodged, would not capture, and was programmed to a high output. The initial left ventricular lead had very high threshold for approximately one year before it was capped and replaced. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The available product performance information did not contain information on this lead; therefore, no analysis information will be p rovided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.